Event description:
The pump has been returned and was evaluated by product analysis on 2/15/2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 2/15/2012 with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the battery compartment was found to be cracked and the display was found to be dim and pink. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. (B)(6).